Manufacturer narrative:
(B)(4). The insulin pump was received with unresponsive up and down button due to corroded pcb1. No pump error or stuck button alarms noted. The pump was received with minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The pump is stuck in the pressed down mode on the up-arrow button. The insulin pump will be replaced. The insulin pump will be returned for analysis.